Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) small volume folfusors leaked from the sealed injection port. The issue was described as, fluid was accumulating in the injection port instead of being fully transferred into the pump during the filling procedure. The device contained with fluorouracil and saline. There was no patient involvement. No additional information is available.